Manufacturer narrative:
The cause of the bias high versus the alternate methodology, competitor's system is unknown. There is no evidence for a malfunction of the siemens instrument or reagent besides the unclear reagent handling situation at the account. The affected sample could not be retrieved from the customer for internal analysis. Analysis of the instrument log files shows evidence of improper reagent handling issues at the customer site: - use of same reagent bottle on-board and stored in refrigerator for a cumulative 5 days open bottle use and 24 hours on-board in between (opened bottle claim is valid only for once opened closed vial). - in the time frame of the questionable sample, a thromborel s bottle with ~11.5 ml instead of the regular 10 ml was found on the instrument, indicating a potential mixing of fresh and used reagent, (potential non-standard use). We are not aware of any case of death or serious injury caused by this issue. No further similar issues have been reported by other customers. No further investigation is planned as the affected sample has not been made available and there is no clear indication of instrument or reagent malfunction.

Event description:
Testing of a patient sample for coagulation factor vii with the siemens thromborel s pt system resulted in 52% of the norm. Comparative testing with a competitor's assay resulted in 29% of the norm. The account regards the competitor's assay as correct and the siemens result as discrepant biased high. It is unknown if patient treatment was altered or prescribed on the basis of biased high siemens factor vii results (relative to the alternate methodology). There was no report of adverse health consequences as a result of the biased biased high factor vii result.